Manufacturer narrative:
H10: philips received a complaint from customer biomed, reporting the v60 ventilator turned on by itself. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported problem. The bme replaced the power switch overlay, but the issue persisted. The rse advised user interface (ui) printed circuit board assembly (pcba) replacement. The customer bme reported the ui pcba was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16887.

Event description:
It was reported that the device turns on by itself.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.